Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse found flocculent foreign matters with this catheter when performing catheter evaluation prior to placement. Therefore, terminated placement of this catheter and replaced with a new one. The device was not used on a patient.